Event description:
It was reported that a patient underwent an endoscopic submucosal resection of nasal septum on (B)(6) 2024 and suture was used. The patient was admitted to the hospital due to "recurrent nasal congestion and runny nose for more than 2 years". Post-op, the patient experienced inflammation and wound secretion. On the first day after surgery, the patient developed chills and fever, with a body temperature of 38.5°c. Physical examination showed itching and pain at the suture of the nasal septum, light yellow exudate, some bleeding, obvious tenderness, and no suture falling off. Injectable oxacillin sodium was given to fight infection, dexamethasone sodium phosphate injection was given to fight inflammation, oral ibuprofen granules were given for antipyretic and analgesic, and local dressing changes were strengthened. On the second day after surgery, the patient reported that the pain of the wound was relieved, the itching symptoms were relieved, the incision mucosa was still swollen, and there was no fever or chills. Upon physical examination, there was no bleeding or exudate at the suture of the nasal septum, and no redness or swelling around the suture. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: d4 expiration date, d4 full UDI number, h4, h6. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?